Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon intraoperatively implanted, removed and replaced a 12.1mm vicmo12.1 -9.5d implantable collamer lens into the patient's left eye (os) on 06 jun 2023 due to low vault. Lens exchanged with a longer length lens and problem was resolved. Status of eye "after replacing the crystal, the arch heigh returned to normal." Cause of event was reported as unknown.